Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 17th june 2024, it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the suture broke during the tensioning process. This was detected during use in a reconstruction of anterior cruciate ligament surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1588rt was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed per the photo showing the suture was broken. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.